Event description:
It was reported that the device failed to recognize 1ml syringe. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual inspection observed that top case was cracked, battery door, left plunger case and right plunger case. During syringe testing, the reported problem was duplicated. The root cause of the reported issue was found to be the incorrect assembly on the timing plates by the customer. Reassembled the plunger assembly. Performed syringe test and all functional tests passed. (UDI) is unknown. No product information has been provided to date.